Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r reported that for a couple months its been taking a long time to charge the ins. The patient was redirected to follow up with their healthcare provider (hcp). No symptoms were reported.